Manufacturer narrative:
(B) (4).

Event description:
A pump alarm was heard. Telemetry confirms a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The pump was empty because the patient missed the refill appointment. The hcp was not going to refill the pump because they believed it was damaged due to it being empty for three weeks. The pump logs indicated the pump was empty for seven days. The pump has/will be replaced and will not be returned to medtronic for analysis. The pump was previously filled with lioresal concentration 1500 mcg/ml and a dose of 462.3 mcg/day. The patient outcome was reported as no injury.